Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information from patient sticker sheet.. The complaint and associated mdrs were updated.

Event description:
Litigation alleges pain, discomfort, a burning sensation in the hip that has increased over time, decreased mobility, shedding of metal debris into the bloodstream, tissue damage, and elevated metal ion levels.